Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/18/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed no cosmetic defects. Investigation revealed no damage to the keypad and all buttons were functioning properly. Removal of the rubber keypad did not reveal any damage or contamination to the button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated her up and down arrow buttons has been requiring multiple presses to capture over the last couple of weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.